Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a radiofrequency ablation and angiography, an 8fr angio-seal vip device was used to seal the blood vessel. The sealing effect was good. After twelve hours of vessel occlusion, the patient had hematoma at the site of vessel occlusion and blood oozed from the skin. The patient was reported to be in stable condition. The patient is known to have a heart arrhythmias. Bleeding occurred out of the procedure room. This was a right femoral artery puncture. The patient's hospitalization was extended due to the event. An ultrasound was performed to diagnose the bleed. Additional information was received on august 7, 2019. The angio-seal performed as expected. The estimated blood loss was less than 250cc. An angiogram was performed to diagnose the occlusion/ thrombosis. There was no medical or surgical intervention performed to treat the occlusion.